Manufacturer narrative:
The customer reported they failed to flush the smart site, and returned one used set, and 36 unopened sets of material 20059e, lot 25029435. Upon initial visual examination, the sets had no defects or abnormalities. The used set was infused with water, and no defects or abnormalities were found. The other 36 sets were tested by opening the smart site with a cut-off syringe, this allows us to visualize the moment the smart site blue piston opens. This is to test for the correct amount of lubrication in the smart site, as without this, there can be occlusion. The smart sites all passed the test, and no issues were replicated in the returned samples. Without a replicated failure, the root cause is unknown. We will continue to monitor the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that failed to flush smart site extension set needle-free valve.